Manufacturer narrative:
The instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint. The instrument passed electrical continuity testing. Energy activation testing was then conducted on an in-house system and there were no faults or error messages generated. A wet paper towel was held between the instrument's grips and smoke was observed after the sealing pedal was pressed. Steam was generated from the paper towel indicating that the instrument's power was active and had a complete circuit. The instrument was ready for use. There was no loss of power or intermittent energy observed. Grip force testing found that the instrument's grip force measurements were within specifications in all orientations. The instrument passed electrode gap testing. The instrument also passed cut testing successfully with consistent cuts observed. Review of the site's system log for the reported procedure date found that the instrument's blade were exposed during the surgical procedure. The instrument initially functioned properly; however, after some time the instrument's blade jammed. The instrument's blade was not found to be dislodged at the garage track and when the blade was manually brought out there was no damage found to the knife cable or blade. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure, the vessel sealer instrument was not adequately sealing the patient's tissue. While there was no report of any patient harm, adverse outcome or injury reported, if the reported malfunction were to recur it could cause or contribute to an adverse event. It is unknown what caused the vessel sealing issue experienced by the site.

Event description:
It was reported that during a da vinci assisted hysterectomy surgical procedure, the vessel sealer instrument inadequately sealed and cut the patient's tissue. The planned surgical procedure was completed and there was no report of fragments falling into the patient, patient harm, adverse outcome or injury. On may 25, 2016, intuitive surgical, inc. (Isi) obtained additional information from the isi clinical training assistant. According to the cta, she was not present in the or when the reported vessel sealing issue occurred. The cta indicated that the surgical staff stated that the vessel sealer instrument was not working. The surgeon was using the vessel sealer instrument on the upper left side ligaments. The instrument had been in use approximately 35 to 45 minutes. After sealing the patient's tissue the surgeon found that the thermal effect to the patient's tissue was not as pronounced. It is unknown if the site experienced any error messages or error codes when the sealing issue occurred and it is unknown if the site heard the audible tones during the instrument's sealing cycle or the audible tones at the end of the instrument's sealing cycle. The cta noticed that during the surgery, that the surgeon may not have been applying enough pressure on the master tool manipulators (mtms) to activate the seal mode of the vessel sealer instrument; however, it is unknown if this caused or contributed to the sealing issue experienced by the surgeon. The cta followed up with the isi field service engineer requesting that the fse inspect the system to verify if there was any issue with the system's mtms. On 05/25/2016, isi followed up with the isi fse. According to the fse during a scheduled preventative maintenance activity, he found no issues with the system's mtms.